Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via log file analysis. The log file revealed low power advisory/power cable disconnect/no external power alarm events on (B)(6) relating to transient battery fuel gauge voltage values when the power cables were connected to the 14v batteries/clips. The system reverted to the internal 11v backup battery for power during the no external power alarm events and continued to operate at 6,200 rpm. On (B)(6) at 5:16 pm, the driveline was physically disconnected, and this event appears to be consistent with the report of the system controller exchange. On (B)(6) at 12:54 pm, the driveline was connected, and the system recovered to the patient stored value (7,000 rpm). No external power alarm was captured at 12:57 pm and 12:58 pm. This event appears to be related to the disconnection of both 14v batteries/clips. The system reverted to the internal 11v backup battery for power and continued to operate at 7,000 rpm. At 1:02 pm, the driveline was physically disconnected with associated hazard alarms active. Both power cables were disconnected shortly later, and the shutdown sequence was initiated. A root cause of the second driveline disconnect alarm event could not be determined during the evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided regarding the event. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ and ¿driveline disconnected¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Driveline disconnected alarm. 1. Immediately reconnect the driveline to the system controller and move the driveline safety lock on the system controller to the locked position. (See page 33.) It may take up to 10 seconds for the pump to start. 2. Check that the modular in-line connector is secure. 3. If alarm persists after reconnecting the driveline, press any button on the system controller to potentially resolve. 4. If driveline is connected and alarm persists, replace the system controller with a programmed backup system controller. See page 63. 5. Immediately call hospital contact if steps 1¿3 do not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested, information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a controller exchange due to no external power events while being connected to charged batteries. The event log file recorded several low power advisory events and a few low power hazard events. These events all occurred while connected to battery power. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. This type of event is usually associated with a poor connection between the battery contacts and the battery clip contracts. It was later communicated that the battery clips were also replaced.